Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure (male patient; age and weight are unknown). According to the complainant, with approximately seventy-five percent of the procedure completed, the system issued a low water level alarm. Reportedly, the physician noted a small leak in the dilation balloon. The device was removed and replaced with another prolieve thermodilatation catheter to successfully complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned catheter did not note any evidence of damage or anomalies. A functional evaluation was performed by filling the anchoring balloon with water; the balloon appeared to be intact, no leaks were observed. Inflation of the compression balloon with water immediately identified a leak stemming from the proximal anchor balloon bond. Although the cause of the balloon bond failure is undetermined, it is likely attributable to the manufacturing process. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.